Event description:
Patient was having a bone marrow procedure done. When the jamshidi needle was removed, the tip of the needle broke off and was left inside of the patient's bone. Parent was notified once the procedure was completed. After physician consulted with an orthopedic surgeon, decision was made to leave the tip in place for patient safety.